Event description:
Routine complaint investigation when a hospital facility reported receiving a high blood glucose reading of 76 mg/dl when compared to a laboratory comparison reading of 47 mg/dl. These readings, when plotted on a clarke error grid fall into the "d" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.